Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: sdc doesn't boot up as expected or reboots unintentionally probable root cause: ¿ sdc application software ¿ sdc motherboard ¿ fpga temperature sensors/measurement ¿ cables and connectors ¿ power supply, fuse ¿ cybersecurity the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery, a blue screen appears on the screen, and system restarts automatically.

Event description:
It was reported that during surgery, a blue screen appears on the screen, and system restarts automatically.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.